Manufacturer narrative:
The investigation is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer from the us alleged generation of false positive results. Five false positive results occurred due to suspected issues with the front process head in a specific well position of the cobas 8800 system. No harm or injury is alleged. Five mdrs, one per each alleged result, will be filed.

Manufacturer narrative:
The part head processing transfer front from the cobas 8800 system was visually inspected. There was no dirt observed on the stop discs and o-rings of the processing head. In addition, no pictures of the module deck (specifically the separation stations and heating stations) could be provided to confirm or indicate if any traces of leakage from the head was present or not. The instrument¿s ultrasonic data analysis prior to the front processing head replacement showed no flags or volume discrepancies in the specific position where the alleged false positive results observed. After the replacement of the front processing head in processing module a, there was another false sars cov-2 positive sample (target 2) reported by the customer. A separate MDR will be filed for this new allegation of false positive sample allegation. The processing head was ruled out as contributing to the false positive results that were observed in the system. (B)(4).